Event description:
Pt was unable to be ventilated and was treated for broncho spasms. The doc was able to ventilate pt using ambu bag. At that time it was discovered that the circuit was blocked.

Manufacturer narrative:
The reported complaint of occluded elbow was verified. It was determined that this defect originated in the mold cavity for the breathing circuit elbow. To correct this problem co has voluntarily recalled all affected product. Product will be reworked and a new elbow will replace the affected elbows. Effective immediately all breathing circuits will be 100% tested for flow and leakage, as well as in increased level of visual inspection. The visual inspection includes using a pin gauge designed to detect occlusions. In addition, we are in the process of mfg a new mold for elbow component. No further info is anticipated for this report.